Manufacturer narrative:
Batch review performed on 17 september 2021: lot 140757: (B)(4) items manufactured and released on 28-apr-2014. Expiration date: 2019-mar-31. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. At 5 years and 10 months after the primary surgery, the surgeon revised the stem, head, and liner. The surgery was completed successfully.